Event description:
Baxter reported a transfer set with "leakage from the connection between the pt adapter and the titanium adapter." Noted during use. No pt injury or medical intervention was reported per baxter affiliate.